Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the heavily tortuous and heavily calcified right coronary artery (rca). A synergy stent was advanced but failed to cross the lesion. The device was pulled out from patient's body intact; however, it was noted that the stent was halfway off of the balloon. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was fine.